Manufacturer narrative:
G1: device manufacturer postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full and difficulty breathing during dwell 1 of 2. The patient was connected to the homechoice claria at the time of the events. Renal therapy services (rts) assisted the patient to stop therapy and perform a manual drain. The patient reported they felt better after draining. It was reported the device drained 3928ml. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed; however, review of the event history log files associated with homechoice claria cycler were reviewed. A review of the most recent therapy revealed the patient performed a manual drain of 3928ml after receiving 2200ml during fill 1 of 2. A review of the device programming revealed the programmed I-drain alarm (0ml) may have been set too low for the most recent treatment. Per the homechoice claria apd system patient at-home guide, the programmed minimum I-drain volume should be set to at least 70% to 95% of the programmed last fill volume. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed minimum I-drain volume being set too low, use error. Should additional relevant information become available, a supplemental report will be submitted.